Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos). The right ventricular (rv) lead was reported to have displayed small r-waves. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. No anomalies were found on the save to disk.